Event description:
The customer reported that the touchscreen was not saving calibration. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu pcba revealed no signs of damage or contamination. The cpu board was installed in an fi test ventilator. The ventilator was started up in diagnostic mode and a touchscreen calibration was performed. Moving a finger slowly around the screen, the raw and pixel coordinates continuously increased or decreased without any jumps or reversing counts. The red crosshairs on the diagnostic screen were always near the touch location. The ventilator was started up in normal ventilation mode and run for at least one hour without errors occurring. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned cpu board was installed in an fi test ventilator. The touch screen calibration was successfully executed. During testing with the touch screen diagnostic screen no discontinuities or irregular change of the coordinates were found when moving the finger across the touch screen. The ventilator was run for an hour in normal ventilation without any errors occurring. No failure was found.